Manufacturer narrative:
(B)(6). PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy with laser lithotripsy, the baskets of two ngage nitinol stone extractors would not close. The devices were tested prior to insertion into the working channel of the scope. The devices would open, but would not close. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during a ureteroscopy with laser lithotripsy, the baskets of two ngage nitinol stone extractors would not close. The devices were tested prior to insertion into the working channel of the scope. The devices would open, but would not close. Another same type device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned, unopened/unused device from the same lot was also conducted. One device was returned unopened, and there was no obvious damage to the device. A functional test was performed on the device, and the handle properly functioned the basket. A review of the device history record found no non-conformances related to the reported failure mode. A search of complaint history found 2 other complaints (MDR numbers: 1820334-2022-01366 and 1820334-2022-01275) on the reported lot. However, the basket manufacturing process is individual in nature and multiple complaints from the same lot was not sufficient evidence that there is a common issue that affects other devices from the lot. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: important: excessive force could damage device. Based on the investigation of the devices returned from the same customer for devices from the same lot (MDR numbers: 1820334-2022-01366 and 1820334-2022-01275), it is likely the unreturned complaint devices for this complaint did not function due to sheath damage. Both of those devices from MDR numbers: 1820334-2022-01366 and 1820334-2022-01275 were found to have basket sheath damage preventing proper function of the basket. The cause for the sheath damage could not be determined. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.